Event description:
Healthcare professional reported "left side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in device inner surface and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening, wear abrasion and opening crease smooth. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve, one opening crease smooth in the side radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation". Device has been explanted.